Manufacturer narrative:
Instrument a: insufficient cartridge nose weld. Instrument b: misaligned staple. Instrument c: batch # c5g873, expiration date: 10/06/2011; MFR date: 11/06/2006; misaligned staple stack. Eval summary: the analysis results showed that one ems device a was returned with the nose open and non-functional due to an insufficient cartridge nose weld. No functional test was performed due to dry body fluids jamming the mechanism. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results showed that the ems device b was returned non-functional with a misaligned staple in the cartridge nose; no functional test was performed due to dry body fluids jamming the mechanism. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results showed that the ems device c was returned non-functional with jammed staples in the cartridge nose; the staples were manually removed, however, the staple stack was noted to be misaligned. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a lap hernia procedure that there were jammed staples. Take new instrument, same problems. There was no adverse patient consequence.